Manufacturer narrative:
(B)(4). Investigation completed and product system evaluated with no defect found. Most likely underlying root cause of malfunction: user had an inaccurate reference. (B)(4).

Event description:
Costumer reported complaint for high blood glucose test results. The customer is concerned with tests results from results obtained 140 mg/dl. The customer's expected fasting blood glucose test result range is 97 to 120 mg/dl. The customer feels well and did not report any symptoms. The product is stored according to specification. Medical attention is not reported as a result of the actual blood glucose results. During the call on (B)(6) 2016, a back to back blood test was performed by the customer fasting and produced test results of 129 and 121 mg/dl. The test strip lot manufacturer's expiration date is 12/16/2017 and open vial date is (B)(6) 2016. The meter memory was reviewed for previous test result history (date / time not set correctly): (B)(6). Memory concern: all results. Customer went to the health clinic to test with the clinic's meter. Nurse performed a blood test with our meter at the clinic office. Our meter read 143,customer stated that did drink a cup of coffee no sugar prior within 2 hours of test. Customer tested with the clinic's meter as well and obtained result of 119 mg/dl. Tests were performed back to back with the true metrix and clinic's meter. Nurse then called us and provided information on behalf of customer which I did speak with during the call. Customer feels well and is asymptomatic. No other treatments where conducted during her stay at the clinic from the time the call ended other than a glucose check performed by the nurse. Date and time appear to be wrong on customer's meter.